Event description:
It was reported that a homechoice (hc) device emitted a burning smell during the fill of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the event. By the time the hp called global technical services (gts) for assistance, they had disconnected themselves from the setup. The technical service representative (tsr) advised the hp to use continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received and is undergoing evaluation. Upon completion of the sample investigation or if additional information is received, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with no issues noted related to the reported problem. An internal and external inspection was performed with a burn odor noted. Rite functional and rite electrical testing was performed. The reported problem was identified and the cause was determined to be a defected accomp board. The accomp board was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.